Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon performed a revision of patient's left knee due to instability. Sales rep stated the patient's anatomy was loose and the devices were not loose.

Manufacturer narrative:
Date of implant was corrected. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies .-complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, operative reports, pre and post operative x-rays, patient history and follow-up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon performed a revision of patient's left knee due to instability. Sales rep stated the patient's anatomy was loose and the devices were not loose.

Manufacturer narrative:
An event regarding instability involving an unknown triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, pre and post operative x-rays, patient history and follow-up notes are required to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon performed a revision of patient's left knee due to instability. Sales rep stated the patient's anatomy was loose and the devices were not loose.